Event description:
It was reported that the atrial output for the external pulse generator was intermittent. It was further noted that the ventricular output was measuring within specification and that the atrial output was intermittent but in specification (the output was measured and then "gone" and the biomedical engineer had to wait again for the measurement). The generator was returned for repair. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of intermittent output. Analysis did find the lower case and both bail covers were broken, the ring cover was contaminated, the battery contacts compressed and the ring bent. (B)(4).